Event description:
A prong from the mis femoral impactor broke off during trial reduction. Used the femoral impactor/extractor to finish impacting the trial component.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Correction in cat# & lot # & manufacturing date. An event regarding a failed press fit pin involving a triathlon instrument was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the event. The pin was dissociated from the device body. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices manufactured into final stock conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records.

Event description:
A prong from the mis femoral impactor broke off during trial reduction. Used the femoral impactor/extractor to finish impacting the trial component.